Manufacturer narrative:
One quadripolar, uni-directional, curve d, flexability ablation catheter was received for evaluation. Functional testing was not possible due to the catheter shaft and internal conductor wires being fractured. However, the fractured shaft and wires is consistent with the reported signal issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured catheter shaft and conductor wires remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming a fractured device